Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Report received stated in event description "I and another gentleman we both had salto talaris total ankle joint replacement 2012 at. On 2013 myself and the same gentleman were both back at for failed joint replacement. I opted for ankle fusion, the other gentleman opted for revision. I lost a year worth of work between implant and lst fusion. Then in 2015, I needed a fusion revision because of a screw backing out through my achilles tendon all on my right ankle." (Refer to medwatch mw5060606).